Event description:
The MFR received information alleging a ventilator's porting block was broken. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's porting block was replaced to address the issue.